Event description:
It was reported to boston scientific that during a transbronchial aspiration procedure the excelon transbronchial aspiration needle did not aspirate. The device was prepared for the procedure in the correct way, but while trying to aspirate the physician noticed that there did not seem to be any suction on the syringe. A second excelon transbronchial aspiration needle was tried it also had no suction. A third excelon transbronchial aspiration needle was used to complete the procedure. Patient's status was reported as "stable." Note: this complaint is for one of two devices. Please refer to MDR # 3005099803-2008-05130 for related report.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.